Event description:
It was reported that this pacemaker was undersensing premature ventricular contractions (pvc) caused by low amplitude. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed undersensing due to current device programming. The pacemaker remains in service and no adverse patient effects were reported.